Event description:
It was reported that the patient experienced an increased pain, pocket discomfort, and had an inadequate stimulation. All components were explanted and patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 3159680 / 3160954, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4).